Manufacturer narrative:
Medical records and patient x-rays were received and reviewed. Examination of the reported devices found the femoral hip stem fractured due to low stress, high cycle reverse bending fatigue. Mr. (B)(6) weight, the positioning of the acetabular cup, and changes to his gait from other joint replacements may have contributed to the femoral stem fracture. It was determined the patient was implanted with a competitors acetabular construct used in conjunction with depuy femoral device(s). This use is not recommended and is considered off-label use. A review of the device history record showed that there were no anomalies or discrepancies in the manufacturing of the femoral stem. The root cause is attributed in part to off label use. The investigation can draw no further conclusions as product problem has not been identified. Based on the performed investigation, the need for corrective action has not been identified. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 5/12/2015 & 6/1/2015-medical records received. After review of the medical records for MDR reportability, the revision operative note confirmed a fractured stem and pain. The records indicated the fractured occurred at the junction of the porous coating and the smooth polish diaphyseal portion of the stem. The stem was noted to be fairly stable. It should be noted the liner and cup are competitor products. The complaint was updated on:6/4/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation.

Event description:
Patient's attorney called. Patient had a depuy replicate with porocoat implant. The stem broke requiring revision surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.